Event description:
It was reported that this patient was brought into the neurologist due to a rash the patient had around the lead area. It was stated that the mother used hydrocortisone cream and the rash seemed to go away. The patient is set to very low settings, and during the normal mode diagnostic test the doctor saw high impedance. The doctor did not want to run a system diagnostic test because it would be run at 1ma and this might be painful for the patient. Due to the high impedance, the patient¿s device was disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.